Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm twice on the insulin pump. Customer stated that the force sensor doesn't work. Customer's blood glucose was 25 mmol/l.